Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified that cutting edges on both the devices have deformed. The hardness test was performed on both the devices and was found to be conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 0001822565-2019-01329, item #: 00392501100, item name: cable cutter 1.8 mm maximum cable diameter, lot#: 60995582. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cable cutters had been used often over the last five years and needed to be replaced as they were not cutting the cables efficiently or cleanly during the revision surgery which could cause issues further. No more information was available at the time of this report.